Manufacturer narrative:
The device and log files were not available for evaluation. The available information does not indicate that there was a device malfunction. The patient was treating in a healthcare facility at the time of the event after which the htn stated that the caregiver was retrained in properly securing the needle. The nxstage system one user guide states: a trained and qualified person must observe all treatments so that alarms and harmful conditions can be responded to promptly. Possible harmful conditions include, but are not limited to venous disconnects, inadvertent fluid administration, or excessive ultrafiltration. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
It was reported that the patient had an estimated blood loss of 500ml and became unresponsive during a dialysis treatment at a healthcare facility. It was stated that the blood loss occurred when the venous needle dislodged from his fistula. He was transported to the emergency room where he received 2 units of red blood cells (rbc's) and released in stable condition.